Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after starting a new ilet infusion set, with the user later observing tubing leakage and the pump not delivering correction as expected, and the user ultimately presented to the emergency department; troubleshooting and education were provided regarding ketone checks, hydration, taking an injection off pump, infusion set checks, and avoiding insulin depletion. Symptoms included nausea, vomiting, and hyperglycemia. Outcomes included an emergency department visit. Investigation included user interview attempts and internal complaint review. Investigation of this case revealed no confirmed device malfunction due to unavailable device and information, with user-reported tubing leakage and suspected infusion set or delivery issue that could have contributed to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.